Event description:
During the preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4)failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (sn (B)(4) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The root cause of the ua07 was due to a failed load cell, likely attributed to failed component(s) or mishandling such as a drop. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated that the load cell module 2 reading was too high. The failed load cell was replaced to address the reported complaint. Upon further testing, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following part replacement, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the functional test without fault or error. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).